Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.